Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event.

Event description:
Healthcare professional reported 2 months after injection in the lips with juvederm ultra plus xc, as well as concomitant injection in the "lower eyelid" with juvederm volbella with lidocaine, the patient developed edema at the injection sites. The patient was treated with "azitromicine" and prednisone. Symptoms have resolved.